Event description:
It was reported a loss of capture was observed on the device and backup safety pacing was observed prior to an episode of non-sustained ventricular tachycardia. Abbott technical support was contacted and reprogramming of the device was suggested. No intervention has been performed at this time. No clinical symptoms were reported. The cause of the event is suspected to be due to fusion with premature ventricular contraction. Further information was requested but is not yet available.